Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements. Technical services (ts) advised that since the implant procedure occurred only two weeks ago, the root cause was likely either a connection or lead conductor issue. No adverse patient effects were reported. Additional information received indicates that the physician feels that the lv impedances were higher than right atrial (ra) lead and right ventricular (rv) lead impedances because the lv lead is wedged in the coronary sinus in a sub-selected vein instead of being screwed into heart muscle. The treatment plan is to monitor the patient and no intervention is planned.